Event description:
A caller reported that the pump became hot to touch, although no temperature alarms were recorded in the pump history at that time. The pump was charging using tandem supplies when the issue occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.